Event description:
The device was returned for routine maintenance with no alleged problems. During the repair evaluation, it was discovered no alarm would sound when the circuit breaker was pulled (loss of power). There was no pt involvement, malfunction detected on technician's bench.